Event description:
Primary rn set up infusion pump for fluids and IV drug with three additional rns. Primary rn verified dose and pump set up with rns before starting medication. Primary rn rounded on pt and noticed maintenance fluids were almost out and IV drug had not been infused. Primary rn stopped infusion and checked pts vitals. Pts work of breathing worsened as IV drug was not infusing. Primary rn sought out nurse educator to help the pt while primary rn went to inform ed (emergency dept) attending and pharmacy of incident that occurred. IV pump correctly set up, according to nurse educator and other rns sought out, but IV pump reversed the medications infusion rates. Internal rl%840375. Reference reports mw5169639, mw5169640.